Event description:
During device service the manufacturers field service engineer (fse) reported the backup battery test failed. The fse reported the backup battery was depleted. The fse replaced the battery. There was no patient involvement.